Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a literature article titled "reoperation rates after ex-press versus trabeculectomy for primary open angle or normal tension glaucoma: a national database study in japan" that the ex-press (gfd) implantation had significantly higher reoperation rates and greater cost than trabeculectomy. A retrospective cohort study using national inpatient database in japan was performed. Patients aged 18 to 85 years with primary open angle or normal tension glaucoma who underwent gfd implantation or trabeculectomy from 2010 to 2017, were included. Total hospitalization costs between the two treatments were also compared. The reoperation rates were 7.6% for the gfd group and 5.8% for the trabeculectomy. The most frequently performed type of reoperation was trabeculectomy in both groups. However, whether the gfd or trabeculectomy is superior in terms of reoperation rates remains unknown. The gfd implantation had significantly higher reoperation rates and greater cost than trabeculectomy. Gfd and trabeculectomy reportedly have similar efficacy and safety profiles.